Event description:
As reported by hospital, a 5f introducer sheath and an impulse diagnostic catheter were used for a diagnostic case which was successful. When the physician proceeded to pci, they had a wait between the 2 procedures in recovery with the sheath left in. The sheath kinked when it was removed. The physician then inserted a 6f sheath, but as the guidewire was being removed, a local femoral/iliac dissetion was noticed. The physician believes that this was caused by the sheath kinking. The pt was stable with no deterioration of status reported to co, to date. The used device is not available for evaluation.